Event description:
Boston scientific received information that during this implant procedure, pacing impedance measurements with the associated right ventricular (rv) lead were greater than 2000 ohms. Troubleshooting identified that the terminal pin was not all the way in the device header and could be easily removed. The associated lead was fully re-inserted into the header and impedance measurements were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.